Event description:
It was reported that this implantable device was difficult to interrogate. More information was requested. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.